Event description:
It was reported that the pt experienced a burning sensation at the lead location when the stimulation was turned on. There was no known accident or incident related to the event. The pt was still getting good therapy and pain coverage in her legs. Impedance measurements were normal. Movement and palpation did not cause stimulation changes. X-rays were taken and the leads were noted to have migrated. One lead had moved to the bottom of t5 and the other was mid t-7. Multiple programming attempts at the top of the lower lead and the upper lead elicited the burning sensation. The pt also noted a lack of stimulation. The device was reprogrammed to utilize the lowest electrodes. This attained stimulation in the legs were the pt desired and did not elicit the burning sensation in the mid-back. No surgery was planned as the pt had a satisfactory stimulation pattern.

Manufacturer narrative:
(B) (4).